Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 day following the implant of this transcatheter bioprosthetic valve, a stroke occurred. There were no problems immediately after transcatheter aortic valve replacement (tavr), but dysphagia and right hemiplegia were observed the following day. A head magnetic resonance imaging (MRI) examination was performed on the same day, and acute cerebral infarction was found in the bridge. Afterwards, the patient received intravenous treatment, and was transferred to a hospital near the patient's home. No additional adverse patient effects were reported.